Event description:
It was reported that the user announced a usual meal to reduce elevated blood glucose and consumed a cup of yogurt, which was less than their typical meal amount, effectively using a meal announcement as a correction; this represented an improper procedure related to user interaction with the device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem was identified, and the issue pertained to user interface use, with the event caused by an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.